Event description:
Dealer advised enduser stated getting 5 flash error code. Tech advised left park brake code. Dealer advised enduser stated stuck on the street.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.